Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced full body rashes since starting therapy on the pump. The customer has used both humalog and novolog insulin with the pump. Reportedly, the location of the infusion set site was not affected by the rash. The contact did not know if the rash had impacted the customer's blood glucose (bg) level. There was no reported impact to the customer's bg level. A recommendation was made for the contact to speak to the customer's healthcare provider regarding the rash.